Event description:
It was reported that the patient experienced an st segment elevation. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a faradrive sheath was used. The sheath and the farawave catheter were inserted, but prior to ablation an st segment elevation was observed on the I, ii, and avf leads. The st segment elevation resolved after two to three minutes with no medical intervention needed. The procedure was able to be completed afterwards. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.